Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 0106961; d.4. Medical device expiration date: 10/16/2020; h.4. Device manufacture date: 4/15/2020. H.6. Investigation: the complaint investigation for false positive results with the bd sars-cov-2 reagents for bd max¿ system (B)(4) lot 0106961 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Customer complaint was opened on the bd max sars cov-2 assay however customer provided data allowing to identify the bd max¿ exk¿ tna-3 kit used with the sars assay. Review of the manufacturing records of bd max sars cov-2 indicated that the qc results were compliant. Review of the manufacturing records of bd max¿ exk¿ tna-3 kit lot 0114399 indicated that results met the specifications for release and use. Customer provided run 242 for analysis, the positive n1 result of sample on position b1 seems like a real but late and low amplification. Only one target seems have been detected and sample at the assay limit of detection (lod) is the most probable cause to explain the customer result. Nonetheless, a contamination issue could also explain this late n1 positive. The root cause for the false positive result was not identified. There is no complaint trend for false positive result for the bd sars-cov-2 lot 0106961. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. There was no indication that erroneous results were reported out and there was no report of patient impact. Eua #: (B)(4)

Manufacturer narrative:
Eua #: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. There was no indication that erroneous results were reported out and there was no report of patient impact. Eua #: (B)(4).